Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked reservoir tube lip and a missing end cap sticker.

Event description:
Customer reports to have experienced keypad anomaly. Customer reports that act button was not responding. Customer's blood glucose was 237 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.